Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a functional endoscopic sinus surgery the site was unable to pass registration. There was a delay of 45 minutes and no impact on patient outcome. Troubleshooting was performed. A manufacturer representative (rep) recommended initialization with 3-point touch and advised to trace along nose in zig zag pattern, avoid midline or back and forth movements. The surgeon reported 4.8mm registration accuracy. The rep encouraged surgeon to check anatomical landmarks, surgeon felt accuracy off by 2mm in all directions. The surgeon requested to see nipt on model for trace, and the rep walked through that in software. Initialization was set to patient reference frame, trace did not pass >5mm. The rep advised to go back to 3 point touch initialization since that was the only registration to pass and add a few touch points. At this time, another rep was brought into the room to help walk through adding touchpoints. The rep started by setting initialization back to r egistration frame vs 3-point touch. The case was able to be completed. It was noted that a CT scan cut off some of the patient's anatomy and was not optimal for navigation. In addition, the non-invasive patient tracker was not picking up on the system (tracker disposable failure).

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, software version: 1.2.0 no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.